Event description:
(B)(4). It was reported that one of the vision elect (B)(4) monitors in (B)(6) is hanging from the flat panel cable kit and the safety segment was not in place. Upon further evaluation, it was found that the keeper clip and m3 screw were missing. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(6) 2010. Evaluation summary: after evaluation by the field service tech and the investigator, it was found that the monitor was hanging by the cables and that several components were not in place including the keeper clip, m3 screw, and safety segment collar. It was also discovered that the room was recently installed by a competitor, olympus, and was being used for the integration (audio/video) with their devices. Based on the evidence on the covers of the spring arm not being attached correctly and the missing components, the non-conformance is likely due to re-assembly error by the competitor company when routing cables through the stryker spring arms. Upon arrival and evaluation, the field service tech replaced the spring arm covers, m3 screw, keeper clip, and safety segment. With this malfunction, the flat panel yoke can become detached from the spring arm. If it does, the yoke will only drop a couple of inches as the cable kit will hold the yoke. This type of malfunction poses a moderate risk if the monitor assembly were to drop on a user standing underneath the monitor at the time of failure. However, this specific malfunction was identified prior to use in a case, and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.